Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and unable to charge the pump. Customer's blood glucose level was 94 mg/dl. Reportedly, the pump was able to be charged with an alternate cable.